Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12feb2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. The customer solved the problem by replacing the touchscreen assembly.